Event description:
It was reported that, during a cori tka procedure, when in the cut phase of distal femur, they were able to mill the lateral condyle of the femur. However, whilst milling medial condyle, it seemed that robotic drill's power failed (the drill seemed as though it was trying to work and trying to spin but it just wouldn't). They unplugged the drill and the system gave the correct "robotic drill cable disconnect error", and after pressing continue, the screen and the system went black. The case was restarted, but then again the drill was not functioning, so they proceeded with using the visualization tool and making free hand cuts. There was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The slip shaft pin was missing, resulting in bur not spinning. An engineering review indicated a missing slip shaft pin. The most likely cause of this event is production did not install slip shaft pin. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the device malfunctioned during use and the ri-cori procedure was abandoned for manual instrumentation/free-hand cuts. Based on the information provided, there was no patient injury/impact due to the 0-30 minute surgical delay or the modified surgical procedure. It was communicated that the patient is currently healthy with ¿no issues¿ and the surgeon was ¿well satisfied¿ with the surgical outcome. Patient impact beyond the modified surgical procedure and 0-30 minute delay would not be anticipated, as the procedure was reportedly successfully completed with no patient injury or additional interventions required. No further medical assessment is warranted at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
He real intelligence robotic drill, rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The slip shaft pin was missing, resulting in bur not spinning. An engineering review indicated a missing slip shaft pin. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A historical review concluded that the serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the device malfunctioned during use and the ri-cori procedure was abandoned for manual instrumentation/free-hand cuts. Based on the information provided, there was no patient injury/impact due to the 0-30 minute surgical delay or the modified surgical procedure. It was communicated that the patient is currently healthy with ¿no issues¿ and the surgeon was ¿well satisfied¿ with the surgical outcome. Patient impact beyond the modified surgical procedure and 0-30 minute delay would not be anticipated, as the procedure was reportedly successfully completed with no patient injury or additional interventions required. No further medical assessment is warranted at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.